Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on 30-may-2024. The patient reported infusion set fell off during use. The infusion set was in use for 48 hours. The blood glucose level of the patient was 369 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available